Event description:
It was reported that the patient experienced pain at the clik anchor site of the spinal cord stimulator (scs) system while the stimulation is in use. Adjustments to the stimulation were performed, however did not alleviate the pain while the system was in use. The patient underwent a revision procedure to address the pain in which the physician opened the incision site and made the original loop around the anchor straight, when the stimulation was turned on the patient experienced pain again. The clik anchor was repositioned 15cm away from the original location, the stimulation was turned on again, and the pain returned. The physician then repositioned the lead 10cm and then 5cm backwards from the epidural space, stimulation was turned on again, and the pain returned. The physician assessed that the stimulation irritates the epidural fat and nothing could be done to resolve the pain, he therefore decided to explant the entire system. It was additionally reported that the patient is fully recovered post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7075821. UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7075821, UDI: (B)(4). The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced pain at the clik anchor site of the spinal cord stimulator (scs) system while the stimulation is in use. Adjustments to the stimulation were performed, however did not alleviate the pain while the system was in use. The patient underwent a revision procedure to address the pain in which the physician opened the incision site and made the original loop around the anchor straight, when the stimulation was turned on the patient experienced pain again. The clik anchor was repositioned 15cm away from the original location, the stimulation was turned on again, and the pain returned. The physician then repositioned the lead 10cm and then 5cm backwards from the epidural space, stimulation was turned on again, and the pain returned. The physician assessed that the stimulation irritates the epidural fat and nothing could be done to resolve the pain, he therefore decided to explant the entire system. It was additionally reported that the patient is fully recovered post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7075821. UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the clik anchor site of the spinal cord stimulator (scs) system while the stimulation is in use. Adjustments to the stimulation were performed, however did not alleviate the pain while the system was in use. The patient underwent a revision procedure to address the pain in which the physician opened the incision site and made the original loop around the anchor straight and the when the stimulation was turned on the patient experienced pain again. The clik anchor was repositioned 15cm away from the original location, the stimulation was turned on again, and the pain returned. The physician then repositioned the lead 10cm and then 5cm backwards from the epidural space, stimulation was turned on again, and the pain returned. The physician assessed that the stimulation irritates the epidural fat and nothing could be done to resolve the pain, he therefore decided to explant the entire system.